Event description:
3/28/95 pt came to emergency dept with c/o respiratory problems. Chest x-ray revealed 9.0 cm catheter rt mid-lung. Week of 4/10/95 rptr was informed that the pt was to have catheter removed at another facility. Port implanted 5/18/95 for medication administration for lymes disease. Port explanted 3/11/94.